Event description:
It was reported that patient had surgery in (B)(6) 2014. The patient started to experience pain 2 days ago, informed the surgeon and underwent x-ray. The x-ray revealed that one of the staple implanted in the patient had fractured.

Manufacturer narrative:
Evaluation summary: the reported event that easyclip staple had a breakage after surgery could be confirmed since we received x-rays. Based on investigation, the root cause of the determined breakage was attributed to a patient related issue. The easyclip staple breakage was caused by overloading. A clinical assessment has been performed by our clinical expert: ¿the filed x-rays present an arthrodesis of the mtp 1 joint fixed with two crossed easyclips. Except of an incomplete resection of the joint surface of the proximal phalanx at the lateral side, the insertion has been correctly performed. As described in the submitted event description the implant breakage of one of the two easyclips was observed 6 ¿ 8 weeks postoperatively. According to the submitted x-rays (that allow only for limited assessment due to the poor quality) correct alignment and fusion of the affected joint has been achieved despite the implant breakage. Therefore, it can be assumed that the finding of the broken easyclip is incidental and has no significant impact on the patient¿s outcome. Easyclip implants are intended to transfer reduced loads only (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination (normally after 4 ¿ 6 weeks). No information concerning the circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general. Early breakage of an easyclip after such a short period is only possible with immediate significant unprotected postoperative weight bearing and/or massive acute overloading caused by an impact injury (e.g. Caused by an unintended hit).¿ [original statement] please note that the operative technique reads: ¿easyclip implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks)." [Original statement - page 2] please note that the IFU reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis.¿ [original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient had surgery in (B)(6) 2014. The patient started to experience pain 2 days ago, informed the surgeon and underwent x-ray. The x-ray revealed that one of the staple implanted in the patient had fractured.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.